Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/28/2025, the new beta bionics ilet user reported experiencing multiple alert code 41 (absolute range error) notifications despite restarting the device. The issue was resolved by sending patient a replacement device. An alternative form of insulin therapy was in place, and no further assistance was requested. Blood glucose was unaffected during the event. No symptoms, external assistance, or medical intervention occurred.